Manufacturer narrative:
Date of event: date is approximate with year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported by the patient that they thought their ins might be off because they had stopped feeling stimulation and they were not getting a 50% reduction in symptoms however the patient could not connect with their ins to check their therapy status due to the handset not powering on. Handset not powering on was not resolved by charging or by resetting the handset. It was also confirmed that the charging cord was working to charge other devices. An email was sent to repair for a handset replacement the patient stated they did not turn their therapy off before the handset had stopped working about a month ago. The patient stated they noticed this issue started "probably a couple weeks ago" when they had a couple accidents. The patient further clarified, stating they thought this started around the (B)(6), noting that on (B)(6) 2021, they'd had "massive accidents". An email was sent to repair and the patient was sent a replacement handset. The patient was going to connect with their ins to check the therapy status and adjust settings once they received the handset replacement.